Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent open ventral hernia repair on (B)(6) 2013 and mesh was implanted. On (B)(6) 2013, the patient developed a seroma. The seroma was aspirated and the event resolved on (B)(6) 2013.